Manufacturer narrative:
Meena r. Et al. , 2014, intramedullary nailing versus proximal plating in the management of closed extra-articular proximal tibial fracture: a randomized controlled trial. J orthopaed traumatol ((B)(6)). This is part is for an unknown expert tibial nail/unknown quantity/unknown lot. Unknown part number, UDI is unavailable the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: meena r. Et al. , 2014, intramedullary nailing versus proximal plating in the management of closed extra-articular proximal tibial fracture: a randomized controlled trial. J orthopaed traumatol ((B)(6)). This study was performed to compare plating and nailing options in proximal tibia extra-articular fractures. This randomized prospective clinical study was conducted on 58 skeletally mature patients with a closed extra-articular fracture of the proximal tibia treated with minimally invasive proximal tibial plating (ptp) utilizing competitor product (group a) or intramedullary nailing (imn), utilizing the intramedullary nail and four multilevel, multiplanar, and multidirectional screws (expert tibial nail, synthes), (group b). There were 14 males and 5 females with an average age of 39 years in group b. All patients were followed up at 2 and 6 weeks, 3 and 6 months, and 1 year postoperatively. Both the immediate postoperative and the final follow-up radiographs were compared to assess the accuracy of reduction and final alignment. The two groups were compared with respect to age, sex, operating time, hospital stay, infection rate, fracture union time, angulation of the fracture, and the knee range of motion. The parameters were compared between the groups. A copy of this article is being submitted with this medwatch. This report is for an unknown expert tibial nail this is report 2 of 2 for (B)(4) and refers to the following : 2 patients experienced delayed union for which dynamization was performed by removing the distal screw. 1 patient experienced nonunion which required exchange nailing with bone grafting and fibular osteotomy. 16 percent of patients experienced malunion. Six patients had complaints of occasional anterior knee pain and discomfort upon kneeling on the floor. 5.3 % of patients experienced infection.